Event description:
It was reported that during an emergency room (ER) visit, the physician placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) stored data. The physician noted that the patient heart rate (hr) was observed to be slow ranging between 20 to 30 beats per minute (bpm). The physician also noted having ran threshold testing with the results showing stable measurements. Upon review, the presenting electrogram (egm) showed that the device appeared to be operating as expected and ts was unable to determine the cause of device not delivering brady pacing due to patient having a lot of premature ventricular contraction (pvc) beats. Ts discussed possible causes and recommended further testing on the device and leads to be performed. At this time, the crtd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the exterior device case identified no anomalies. Returned product testing (rpt) was initiated and an issue with the rv pace shock test was observed. The remainder of rpt could not be completed since it is dependent on the rv pace shock test. Device memory was reviewed, and it was noted the device had recorded three shock attempts post-explant as therapy was not programmed off upon device removal. The attempted shocks resulted in abnormal shock impedance measurements. The device case was removed to inspect the internal components. The internal high voltage fuse was damaged (i.e., no longer intact) and a scorch mark was noted on the internal dump resistor, though the dump resistor was confirmed not to be shorted. The open plasma fuse was the reason the device did not pass rv pace shock testing. Analysis indicates the blown fuse occurred after the device was explanted and is not related to the reported allegations. No device issues were noted that would have caused or contributed to the original product performance allegations of a slow heart rate for the patient.

Event description:
It was reported that during an emergency room (ER) visit, the physician placed a call to technical services (ts) for further review of the cardiac resynchronization therapy defibrillator (crt-d) stored data. The physician noted that the patient heart rate (hr) was observed to be slow ranging between 20 to 30 beats per minute (bpm). The physician also noted having ran threshold testing with the results showing stable measurements. Upon review, the presenting electrogram (egm) showed that the device appeared to be operating as expected and ts was unable to determine the cause of device not delivering brady pacing due to patient having a lot of premature ventricular contraction (pvc) beats. Ts discussed possible causes and recommended further testing on the device and leads to be performed. At this time, the crtd remains in service. No additional adverse patient effects were reported. Subsequent additional information was reported that this crt-d was explanted and returned to facility with no additional product malfunction allegations from the field. No additional patient effects were reported.